Event description:
Guidewire was completely curved and peeled before use.

Manufacturer narrative:
The tip of the guidewire was visually very kinked. The small wire that is inside of the guidewire has come through the coils on the guidewire. Visuallly the tip has the appearance as if it has been pulled on. The guidewire was removed from its protective sheath and then the entire length of the guidewire was visually inspected. There are two kinks, one is 5 inches from the tip and the other is 10 inches from the tip. The entire guidewire is in a protective sheath and pouched. There is no way to determine where the damage to the guidewire occurred. These guidewires are inspected on a sample basis when they arrive from the supplier.